Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected higher than normal right atrial (ra) lead pacing impedance measurements with one measurement being out of range. There was one high out of range right ventricular (rv) lead shock impedance measurement which could not be reproduced. No adverse patient effects were reported. Current impedance measurements are within normal limits. Device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.